Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near the display window corners were present during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The device had no button error alarm, no scrolling numbers and all buttons functioned properly. However, the device had moisture damage on the keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 452 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to scroll up on their own. Customer advised they replaced the battery multiple times and the easy bolus screen flashed. Customer advised the buttons were unresponsive when pressed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.